Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced a headache following a procedure to implant her axium neurostimulator system. The physician indicated a possible dural tear occurred during the procedure. The patient was discharged to home and was to follow-up with her physician.